Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported difficulty retaining food and contacted her physician. Ondansetron was prescribed; however, the patient stated that the intervention came ¿too late.¿ at an unspecified time on friday, the patient lost consciousness. There is no documentation regarding the cgm (continuous glucose monitor) readings prior to the loss of consciousness. The patient was not discovered until monday, when her sister found her and transported her to the emergency room. At that time, the patient was diagnosed as being in a ¿diabetic coma.¿ no additional information was provided regarding the patient¿s hospitalization, treatment, or recovery. It is also unknown when the patient regained consciousness. The patient later recalled that her son informed her she had been hospitalized for three days. At the time of the report, the patient¿s cgm reading was 302 mg/dl, although she noted that it had been 104 mg/dl at lunchtime. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 10/29/2025. It was reported that the patient experienced a hypoglycemic event and data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.